Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's ultrafiltration reading was 1455 ml, indicating the home patient (hp) drained 1455 ml more than their programmed fill volume of 2100 ml. This information gave a total drain volume of 3555 ml, which meets iipv criteria. According to the nurse the patient was hospitalized in (B)(6) due to a broken hip. The patient has been put on hemodialysis temporarily during the rehab period. Per the nurse she was not aware of this event, however, she believes there was no patient injury or medical intervention associated with this event. The patient did not report any peritoneal dialysis issues. The patient's broken hip was not related to pd therapy. No further information was available.

Manufacturer narrative:
(B)(4). Labeling review found that labeling is sufficient for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain and false empty detect due to use error as the clinician inappropriately set the minimum drain volume percent setting too low (75%). The device will be routed to the service area.